Manufacturer narrative:
The device was returned to resmed and an evaluation confirmed the complaint. The power supply unit was replaced to address the issue. The device was serviced and fully tested before it was returned to the customer. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device failed to charge its battery. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
The astral device was returned to resmed for an investigation. Performance testing confirmed the reported complaint. The investigation determined that the reported event was due to an isolated component failure within the power supply unit circuit board (pcba). Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device failed to charge its battery. There was no patient harm or serious injury reported as a result of this incident.